Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Initial reporter telephone number: (B)(6). Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation as the device remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
It was reported that a female patient has a well-fixed right hip alize acetabular component that the surgeon would like to leave in situ. The patient requires a revision surgery due to wear of the liner. The required replacement liners are no longer commercially available and the surgeon requested a custom alize ii liner for replacement. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Batch number not communicated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. The initial surgery occurred in 2000. As the revision occurred on (B)(6) 2017, the device was implanted 17 years. An investigation has been performed, consisting of a documentary review. The exact root cause could not be determined, however, please note that the device was implanted 17 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 0001825034-2017-11207.